Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient's cannula was bent on first day of use, it led to high blood glucose level. Infusion set had been used for four hours. Patient was treated with manual bolus and changed infusion set.